Event description:
It was reported that a vns pt's generator was explanted due to an infection in the chest area according to the explant facility. Add'l info was received from the surgeon's office indicating the pt's infection was confirmed in the chest area and to be a staph infection as cultures were positive. Furthermore, the nurse indicated that the infection was obtained from the pt picking at the site and occurred after the implant surgery. At the moment the explanted generator was returned to the manufacturer and is currently undergoing product analysis.